Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Company representative reported via e-mail he called the customer and the customer's father stated that the insulin pump had unexplained no delivery alarms and motor error alarms; they would have to rewind and sometimes has to do it 3 times. It was also reported that the buttons do not work as well as they used to and the battery life is shorter. Troubleshooting was not performed. The device will not be returned for analysis.